Event description:
It was reported that multiple patients (2-3) underwent tlif, llif and 360 fusion using rhbmp-2/acs. Post-operatively, excess bone resorption and excess bone formation was seen in tlif procedure. No further information was provided.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were im planted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.